Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a deep brain stimulation (dbs) nexframe procedure. It was reported that while trying to recover from an unrelated issue with the navigation system, "view recent images" was selected where exams from earlier in the day were shown. One of the exams was selected, changing the patient to the patient from the morning procedure. There was an attempt to work back to the images task by pressing the "back" button. After entering the merge task, the merge algorithm began to work on the displayed exams from the previous surgery and "back" was pressed to go back to images task. Upon entering the images task, the system became unresponsive to touches on the screen. This issue lasted approximately 30 seconds. After that, the system appeared to quickly process all the touched events that occurred while the user interface was unresponsive. The application was closed and logged back into. The behavior was not reproduced. There was no impact to the patient outcome and less than an hour delay due to the reported issue.